Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a ppv procedure, some staples where malformed. Hand sewing was used to compete the or. No reported patient consequence.